Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm, attempted to deliver a bolus and alarm reoccurred. Customer's blood glucose (bg) was approximately 675 mg/dl and ketones were present. Customer was taken to the emergency room and was admitted to the hospital. Customer felt sick/nauseous; medication to prevent vomiting was administered. Insulin drip and manual injections were used to address bg. Elevated bg/ketones were resolved and customer was discharged on (B)(6) 2018 with no permanent damage. Reportedly, fiasp insulin was being used at the time of event. Customer was educated regarding cartridge/insulin labeling. Customer changed the pump supplies and switched to using novolog. Tandem technical support informed customer that fiasp was not labeled for use with the pump.